Event description:
It was reported that thrombosis and death occurred. Vascular access was obtained through the femoral artery. The 82% stenosed, 2.5x27mm, concentric, de novo lesion was located in the left anterior descending artery (lad). The lesion was predilated. A 2.50x28mm promus element ¿ stent was implanted and the patient was stable post procedure. Two days later, the patient was discharged. Three days following discharge, the patient reported to the hospital emergency room with acute chest pain. An angiogram revealed subacute thrombosis (sat). The physician used an intra-aortic balloon pump (iabp) and thrombus suction devices, which the patient responded to. However, the patient was in the coronary care unit (ccu) for two days then died.

Manufacturer narrative:
Device is combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).